Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation although it was requested for return. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A site history complaint review was performed and no additional complaints for this product were identified. No image or procedure video was provided for review. An instrument log review was performed. Per the review, the device was not used on the reported event date of (B)(6)2021. The instrument was last used on (B)(6)2021 on system sk3111. The maryland bipolar had 5 uses remaining after the last use out of a maximum of 10 uses. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the maryland bipolar forceps instrument broke while in use. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument broke while in use. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"